Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump menu button continued to scroll sometimes when they were giving a bolus. Customer¿s blood glucose was unknown at the time of incident. Customer stated that bottom of the insulin pump was falling off. Troubleshooting was performed for keypad anomaly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had unresponsive esc and act buttons due to unlocked keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. No unexpected numbers ramping/scrolling anomaly noted during testing. Unit had loose/shifted end cap sticker. The test reservoir locked in place properly and no anomaly noted.